Event description:
Additional information was received. It was reported the patient had increase in pain symptoms due to not receiving medications. The patient status was not certain but was reported to be fine after the pump exchange. It was later reported the catheter was revised and patient therapy was resumed on (B)(6). Hcp replaced the spinal segment. The catheter was not available for return.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that a motor stall occurred with no motor stall recovery. Telemetry confirmed that a motor stall occurred on (B)(6) 2012 at 0405 and stop pump period may exceed tube set message on (B)(6) 2012 at 0405. Prior to the motor stall the patient had felt that the pump was not working. Several medications were tried in the pump in attempt to get good therapy for the patient including fentanyl, morphine, dilaudid and ziconotide. The medication had recently been switched from ziconotide to dilaudid on (B)(6) 2012. The patient experienced decreased pain relief but no withdrawal. The pump was scheduled to be replaced. It was later reported that during replacement surgery the catheter was found to be disconnected at the pin or had a fracture. The catheter was unable to be aspirated at this time. The pump had already been removed and the physician attempted aspirated just the catheter alone. They were waiting for back table prime and considered priming the catheter. It was realized that ziconotide was still in the catheter since the expected pump reservoir volume was 13.7ml and the actual volume was found to be 20ml. The physician decided to just implant the new pump and come back another day for a catheter revision due to the patient not laying in the correct position for catheter access. The pump was started on minimum rate mode.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter.